Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that at the patient's four year visit, they complained of a mild pain over medial joint line. A patellar tendon brace was prescribed

Manufacturer narrative:
Other devices used: the following devices were manufactured by zimmer (B)(4). Catalog #00596401651, nexgen lps-flex option femoral component, lot #61594152. Catalog #00591706010, nexgen lps-flex prolong articular surface, lot #61760655. Catalog #00591606001, nexgen fluted stem mobile tibial component, lot #61679679. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the related components. Primary operative notes were reviewed and indicated no complications during the surgery. A definitive root cause cannot be determined with the information provided.